Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom 'error "check battery" communication will come and go,' which was confirmed and reproduced during evaluation via a check battery alarm and an internal inspection. Evaluation discovered fluid intrusion on the internal components, causing corrosion and burning of components. The components failed as a result of the fluid intrusion, causing the customer's reported symptom "checked inside the battery burn smell and burn components". The wireless battery module could not be repaired due to the extent of damage. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump wireless battery module had "battery burn smell and burn components." Any patient involvement, injury or medical intervention is unknown.